Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent total hip arthroplasty approximately sixteen and a half years ago. Subsequently, patient was revised on an unknown date due to unknown reasons. The polyethylene liner was removed and replaced.